Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified anterior tibial artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with the original device. There were no patient complications nor injuries reported.